Manufacturer narrative:
Siemens filed the initial MDR 1219913-2015-00140 on 09/16/2015 for a falsely elevated advia centaur cp troponin result on a patient sample. 12/09/2015 additional information: a siemens customer service engineer (cse) went on site several times and performed service and troubleshooting. The cse replaced the wash station, luminometer and the peristaltic pump. Siemens tested forty replicates of the low calibration, low quality control material and a negative patient pool and all results were acceptable. No conclusions can be drawn. The customer does not adhere to sample tube manufacturer's recommended handling. While root cause cannot be determined, pre-analytical sample handling cannot be ruled out. The instrument is performing within specifications. No further investigation is required.

Manufacturer narrative:
A siemens customer service engineer (cse) was sent to the customer site for system inspection. The cse checked the air pump pressure, dark count and calibrated the troponin assay with a new reagent lot (010097). The cse checked quality control precision, patient precision, and accuracy. The cause for the discordant advia centaur cp troponin result is unknown. No conclusion can be drawn. The instrument is performing within specifications. No further evaluation of the device is required. The instruction for use (IFU) under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Event description:
A falsely elevated troponin advia centaur cp tni-ultra result was obtained by the customer on a patient sample. The customer performs repeat testing on all elevated troponin results. On repeat, the troponin test result was lower. The discordant result was not reported to the physician. Patient treatment was not prescribed or altered. There is no report of adverse health consequences due to the discordant advia centaur cp tni-ultra result.